Event description:
Information was received from patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for the call was that the caller reported their ins was no longer working, it won't keep a charge. Caller stated that they needed to replace their external devices. Agent had the caller plug the controller into the ac power supply without the battery, and the caller confirmed that the controller powered on. The caller then reinserted the battery pack and verified that the controller was charging. Caller stated that the controller's language was different. Agent walked the patient through the setup process, but a "no device found" message appeared. Agent then instructed the caller to attempt a recharging session; however, the patient was not available at the time of the call, and a "battery empty" message appeared on the controller. Agent instructed the caller to charge the controller and call back if further assistance was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.